Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their incision pain has been resolved. They noted that they are still working on their nerve pain, but they have less now. No further complications were reported.

Event description:
The patient reported that they were in grimacing pain from their incision, and that it hurt. They stated that they turned stimulation off so they could sleep the night prior to the report, and now they cannot turn it back on or feel it. The patient noted that they sleep on their back. It was also noted that the patient still had their incision bandages. Troubleshooting was done at the time of the report. The patient synced to their implantable neurostimulator (ins) using their programmer, which showed that stimulation was on (group a at 350), but the patient could not feel stimulation. The patient stated that before they turned stimulation off the night prior to the report, it was at 600. The patient was then able to increase stimulation, and they noted they could now feel it. It was mentioned that the patient¿s ins battery level was just below half. Troubleshooting resolved the reported issue. The patient was redirected to their healthcare provider to find out if they wanted the patient to recharge the ins yet. No further complications were reported. The patient was implanted for spinal pain.